Manufacturer narrative:
The reported complaint for the thermogard displaying error message mid: 23 (patient probe offset) was confirmed during initial functional testing. The faulty I/o board was replaced and the console calibrated. As part of routine service during testing, the console was examined and found the cold well cap, screw on umbilical connector and seal rocker switch were missing, pump lid was loose and damaged, unrelated to the reported event. The thermogard console is a reusable device and was manufactured in 2010. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. The console failed the functional testing due to the error message mid: 23 (patient probe offset) upon start, thus confirming the customer complaint. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During console self-test, the thermogard ivtm system (sn (B)(4)) displayed mid:23 (patient probe offset) error message. Following this, another console was used to treat the patient. No known impact or consequences to the patient was reported. No additional information was provided.